Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the graftmaster 4.0 x 26 mm covered stent was used as treatment of a perforation caused by another device in the obtuse marginal (om); saphenous vein graft to 1st diagonal and 1st om. The graftmaster sealed the perforation, however, there was acute stent thrombosis. Treatment if any for the acute thrombosis is unknown at this time; however, the patient died on (B)(6) 2018 due to coronary artery disease and myocardial infarction. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and death are listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, it was confirmed that thrombosis was discovered 20 minutes post stent placement. The graftmaster had in-stent thrombosis. The patient presented to the hospital with the myocardial infarction. No additional information was provided.